Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.151 ohms. The acceptance criterion for this test is < 0.1 ohm. This device also failed the 30 psi occlusion test recording a pressure of 19.100 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure modes were confirmed during testing. The power filter screws were tightened, as the probable cause of the ground resistance failure was determined to be loose screws. Tightening the screws resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.077 ohms. The 30 psi occlusion failure was successfully resolved by recalibrating the 30psi calibration value from 276 to 277. Following the recalibration, the device passed the 30 psi occlusion pressure test at 23.400 psi, which is within specification. CAPA's were initiated to investigate the root cause for the failure modes. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.151 ohms. The acceptance criterion for this test is < 0.1 ohm. This device also failed the 30 psi occlusion test recording a pressure of 19.100 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure modes were confirmed during testing. The power filter screws were tightened, as the probable cause of the ground resistance failure was determined to be loose screws. Tightening the screws resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.077 ohms. The 30 psi occlusion failure was successfully resolved by recalibrating the 30psi calibration value from 276 to 277. Following the recalibration, the device passed the 30 psi occlusion pressure test at 23.400 psi, which is within specification. No patient involvement was reported.